Event description:
Customer reportedly received the following results on the aviva system within 10 mins on two separate occasions: 449 mg/dl and 88 mg/dl. 288 mg/dl and 39 mg/dl. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.